Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient didn't know what led to the implant never working; it just never seemed to help. It was removed by doctors and was at their disposition.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the implant had never been effective. They stated that they eventually got the implant replaced because it never worked. No further patient complications are anticipated or expected as a result of this event.